Event description:
It was reported that the ilet did not charge on the provided charging pad despite a solid green indicator light, and the same charger did not charge a cellphone, indicating a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial